Event description:
On (B)(6) 2013, the revision surgery of gamma3 to uha was performed because of the nonunion and nail breakage. The customer requests the investigation whether the set screw was functional.

Event description:
On (B)(6) 2013 the revision surgery of gamma3 to uha was performed because of the nonunion and nail breakage. The customer requests the investigation whether the set screw was functional.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the left bridge (based on lateral view) of the proximal lag screw hole. The left breakage line was found within the drill marked area. This misdrilling effect did weak the left bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the left bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the left bridge at lateral. After the left bridge was full or main partly broken, the right bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that postoperatively loads cannot be excluded and did most likely also contribute to the nail breakage. The bearing points and the set screw imprint, visible on the lag screw surface (and not within a flute), indicate that the lag screw radial position was incorrect; usually two flutes shall be placed vertically so that the set screw tip can reach the flute to prevent a migration of the lag screw. The customer reported a non-union. Non-unions, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.